Event description:
It was reported that the patient presented in the operating room for a lead extraction procedure. During the procedure, it was noted that the right atrial lead was disrupted and stylet could not enter the full length of the lead. The lead was explanted without any complications. The patient was stable and tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.